Event description:
User reported that expiratory pressure works, but inspiratory pressure does not. Unit does not cycle. Unit not in clinical service.

Manufacturer narrative:
12-12-06 awaiting product return for evaluation.